Event description:
The customer stated false positive results have been generated on the architect total b-hcg assay. A pt sample generated a result of 23 miu/ml and when retested on another architect analyzer, the result was negative. The result of 23 miu/ml was not reported, and there was no impact to pt management.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is completed.